Event description:
It was reported that during the meniscus repair surgery the t2 fell off when t1 was being implanted. Finally a backup device was used to complete the surgery. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. No ts remain on the delivery needle or were returned. The trigger has been fully advanced and locked within the handle indicating a complete deployment. A ten inch piece of suture was returned for examination. The suture showed no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.